Event description:
The following has been reported: "delivering medication to patient, pump alarms "pump problem" medication moved to another pump and therapy resumed." Pump from micu. Further info from staff: during infusion of levophed, IV pump alarmed: pump problem, and would no longer allow me to continue the infusion. Patient's blood pressure started decreasing due to this pump problem. New IV pump was obtained and a new bottle of levophed with new tubing was administered and labeled properly. Patient's blood pressure stabilized. Patient's blood pressure dropped due to medication delay due to pump alarm. Stabilized after switching to new pump. An initial review of the device logs reveals the following: pneumatic valve actuation failure (valve 3). An active infusion was delayed. The device was returned for investigation. The lvp passed acceptance and performance testing without the failure being reproduced. A detailed evaluation of the logs found that the event has the same failure signature seen previously during the reliability life test. As in the instances previously documented, the 120 ms allowed by the control system for the pressures to equalize before checking is not sufficiently long for the positive, ipc and common pressures to be within 0.5 psi of each other when an admin set is loaded with the inlet occluded, triggering an error. When the occlusion is present, it is possible to trigger the errors multiple times to result in the pump problem alarm. Therefore, the issue is not related to the pump hardware and instead relates to the unanticipated usage condition. A sw fix has been implemented and was released.